Event description:
It was reported that an altitude alarm occurred on the customer's pump. Blood glucose levels were within the range of 54-500 mg/dl, with no further information required. The customer planned to use multiple daily injections (mdi) for insulin delivery as a backup therapy, and tandem technical support arranged to replace the pump. The customer was instructed to activate storage mode on the pump and return it with a pre-paid label within ten days.